Manufacturer narrative:
H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, [for valves implanted in the mitral position: suture looping/leaflet entrapment by native tissue,] and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a 72-y-o patient with a 11400m33 valve implanted in tricuspid position underwent a valve-in-valve procedure after an implant duration of one (1) year and eleven (11) months due to torrential central insufficiency (mean gradient 5mmhg). As reported, the patient presented with dyspnea 2/4. A 29mm transcatheter valve was implanted within the pre-existing surgical device. As reported, the patient was well after procedure.